Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that an instrument arm drape had not registered when it had been applied to the base of the arm, and no intuitive surgical, inc. (Isi) technical support engineer (tse) troubleshooting steps had been documented in the provided text. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer indicated that the issue was identified prior to the start of the procedure during patient cart draping. An instrument sterile adapter failed to register with one of the patient cart arms; however, the specific arm involved was not identified. The drape was replaced with a new drape, after which the procedure preparation continued.